Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was leaking from the chiller and the chiller was shaking really bad. Per review of wo notes assessment of the device at the depot. Chiller was shaking and biomed was unable to really do more ts. Leak and shaking chiller assessed as cascading events of failed chiller. Per sample evaluation results received via task on 04jun2026, it was reported that the circulation pump motor having damaged bearings.